Event description:
According to the reporter: the stapling line was not complete. The surgery was converted to an open procedure and the staple line was over-sewed. This extended surgery time by more than 30 minutes.

Manufacturer narrative:
.